Manufacturer narrative:
On (B)(4) 2009, the complaint unit was received at resmed corp located in (B)(4). A visual inspection of internal and external components of the flow generator was performed. All components were observed to be mounted and secured properly. The device was functionally tested and found to be performing to specifications. Based on the visual inspection and functional test resmed finds no evidence that a device malfunction occurred. Further eval will be performed at the design facility in (B)(4).

Event description:
On (B)(6) 2009, a pt reported they awoke to an electric shock sensation coming from their vpap iii. The pt removed their CPAP mask and the electrical shock sensation subsided. The pt stated that during the electrical shock, their body seemed paralyzed for several seconds.